Event description:
Multiple reports received regarding bd safety glide needle (25g x 1; ref 305916): clogged needles multiple lots reported from different sites: 1-lot# 2024137, 2-lot# 2076930, 3-lot# 2003405. When drawing vaccines and attaching this needle, the back pressure pushes into the syringe making it look like more than the amount is drawn. A provider was using the needle for moderna bivalent vaccine and mentioned the following: I have to draw 0.5ml. After drawing the proper amount from the vial, I waited almost 20 sec to see if the plunger moved, it doesn't. However, when connect the syringe to the needle, it pushes the plunger to 0.55 position. When trying to push the plunger back to the 0.5ml, you can feel a resistance; and then the plunger would move away past the 0.5ml to greater than the amt. This is an issue as it looks like more than the amount was drawn. I tested different ways to try and correct the issue, with no resolution (e.g. Slightly uncapping the needle cap, etc.). Sometimes you can 'push' to pop the needle open with air from an empty syringe, but this would be a safety issue, risk of infection; if using same syringe containing the vaccine dose, there could be possible waste of vaccine if pushed too far. Another report mentioned: needles clogged and unable to use. When nurses attempted to administer the covid booster (pfizer bivalent) and influenza (afluria) vaccines intramuscularly into deltoid muscle of different patients, the resistance was met. After changing the needles, the nurses were able to administer the medication. Sales rep was informed by facility.